Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, when the stapler was inserted into the cavity, the trocar was visibly damaged and portion had broken off. Closure of abdomen had begun, so the surgeon had to reopen and scan abdomen laparoscopically to remove the trocar piece. The trocar piece was removed successfully.